Event description:
It is reported that a customer experienced high blood glucose of 547 mg/dl. A the customer was informed that there could be many reasons for high blood glucose. The customer reported a broken belt clip and wanted it replaced. The customer was sent a new belt clip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.